Manufacturer narrative:
The insulin pump was received with a blank flashing white lcd with audio beeps due to cracked lcd controller also, unable to verify button anomaly due to blank flashing white lcd. No grey display anomaly noted. The insulin pump had minor scratched display window, scratched case, cracked case at the battery tube side, cracked battery tube threads, pillowing keypad overlay and stained keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was hit by a soccer ball and the keypad buttons are not responsive before and after a a battery change. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.